Event description:
Device was used during a bowel resection procedure. Reportdly, the pusher bar only advanced half way. The surgeon applied another device without pt injury.

Manufacturer narrative:
9/5/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.